Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. The customer requested onsite support; however the request was cancelled prior to dispatch. The customer indicated that the issue was resolved. Despite good faith effort attempts, no additional information has been provided. The reported problem was not confirmed. Philips is unable to confirm the final disposition of the device, because the customer declined support. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the patient information center ix (pic ix) indicating that the central station on 6th and 7th south units showing a blue screen and saying it's disconnected. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.